Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
The report states: cse procedure completed. After a period, the patient became uncomfortable and this was not resolved by using pcea. Troubleshooting by the doctor revealed that there was an issue with the epidural catheter which prevented flow of anesthetic through the catheter. This relates to the arrow flex tip plus epidural catheter. Additional information indicates that there was no medical intervention and no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related event.

Event description:
The report states: cse procedure completed. After a period, the patient became uncomfortable and this was not resolved by using pcea. Troubleshooting by the doctor revealed that there was an issue with the epidural catheter which prevented flow of anesthetic through the catheter. This relates to the arrow flex tip plus epidural catheter. Additional information indicates that there was no medical intervention and no reported patient injury.